Event description:
It has been reported to co that during the procedure the manometer of this device was defective, further details were unavailable. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.